Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a shock from their implantable cardioverter defibrillator. Upon interrogation, it was noted that the device was in backup vvi mode. Due to the device being in backup vvi mode, it could not be determined if the shock was inappropriate or not. A device download was performed successfully. Patient was in good condition after the event.